Event description:
It was noted that when the nurse was connecting the thermistor connector to the monitor, blood was observed in the red cap. There was blood observed at the end of the catheter. Minimal blood leakage was observed. A manual bolus was performed and no cardiac output measurements were observed. There was good pa waveform pressures. However, the temperature readings were inaccurate. It read as if the patient was "cold" but it the patient was fine. There were no patient complications reported.

Manufacturer narrative:
One (B)(4) catheter was received with an attached contamination shield and extension tubes to the distal and proximal injectate hubs. Blood was found in the thermistor connector. This condition will cause unstable inaccurate readings from the thermistor. Two punctures were found on the catheter body on opposite sides at the 16 cm area. Scratch marks were found near the two punctures on the catheter body. There was no other visible damage found on the catheter body. The punctures only affected the thermistor lumen, as all through lumens were patent without any leakage or occlusion. The catheter body was immersed in water and pressurized with air to visually determine source of leakage. After the removal of blood in the thermistor connector, the thermistor was found to read 37.1c when submerged into a 37.2 c water bath. Thermistor temperature reading accuracy is +/- 0.3c per vigilance manual. Thermistor circuit was continuous, and there was no open or intermittent condition. In addition, the thermistor connector was opened and no visible inconsistencies were found. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Lot number was not provided, therefore review of the manufacturing records could not be completed.